Manufacturer narrative:
Tracking

Event description:
It was reported that during a perineal prostatectomy procedure, the hand activation did not work. The case was completed with another device with foot pedal. There was no pt consequence.